Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable had a damaged thread in the white connector. Additionally, the battery door was cracked.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage on the patient cable connector and battery compartment cover were confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The mpu was evaluated at service depot revealing damaged threads on the white lemo connector of the patient cable. Further inspection revealed small cracks near the locking screw of the battery compartment cover. The mpu was connected to a mock circulatory loop and operated without any issues observed or alarms active. The damage observed did not affect the functionality of the unit. The mpu was functionally tested and the unit passed without any issues. The mpu was then returned to the rental pool. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.